Manufacturer narrative:
We do not expect to receive the actual device back for evaluation. We have downloaded the device logs for investigation, but we have not yet completed the investigation.

Event description:
Customer called in saying that the acuity central station had rebooted. They indicated that there had been a "brown out" brief loss of power earlier. This resulted in the loss of the ability to track patient vital signs from a central location, although bedside monitors would continue to function and issue alarms as needed. Tech support assisted the customer in restoring normal operation.